Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, successfully resolving the issue without recurrence. The customer was advised to call back if the malfunction code appeared again and acknowledged the instructions.